Event description:
The device mechanism was returned to the service ctr for a report of s320 (led error -pmc, left) malfunction alarm code. This did not indicate a reportable malfunction. However during verification testing at the service ctr, the device mechanism alarmed with a s321 (motor error-pmc, left) malfunction alarm code.

Manufacturer narrative:
The device mechanism was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.